Manufacturer narrative:
(B)(4).

Event description:
The surgeon inserted an icm120v4 12.0mm implantable collamer lens on (B)(6) 2011 and the lens was explanted on (B)(6) 2011 due to excessive vault. Elevated iop and significant reduction of the irido-corneal angles were noted.

Manufacturer narrative:
Lens work order search, medical review & device history review. Visual inspection of the returned lens showed evidence of a clear surgical residue, however, there was no visible damage to the lens. The lens was re-hydrated in bss and the length was re-measured and found to be within original design specifications. Therefore, it can be justified that the complaint was not product related. A work order search revealed that there was no similar complaints for the same type of problem from this work order. A device history review was performed and based on the investigation, it was concluded that nothing in the manufacturing of the lens was the root cause to this complaint. Medical review - the patient experienced brao (branch retinal artery occlusion) with loss of superior visual field and loss of bcva. The surgeon decided to remove the icl. Latest exam showed bcva of 0.3. Retinal artery occlusion refers to obstruction or blockage of the retinal vascular lumen by an embolus, thrombus or inflammatory/traumatic vessel wall damage or spasm. The lack of oxygen delivery to the retina during the blockage may result in severe loss of vision. The area of retina affacted is associated with the area and degree of visual loss. Intraocular substances such as adrenaline and aminogylocosides as well as peribulbar injections with the purpose of anaesthesia have been pointed out as potential factors in intra or early post-operative episodes of arterial occlusion. The occlusion might also been coincidental with intraocular surgery;systemic and ocular factors may play a role. There is not enough clinical information to determine the root cause of this rare event; however, we cannot rule out completely, high iop as a contributing factor. Unable to confirm: based on the complaint history, work order search, product evaluation/measurement, device history and medical reviews, we were unable to determine a specific root cause of the event. (B)(4).